Event description:
It was reported that the patient feels the heart "pump" and then it goes back to "normal" rhythm. It was also reported that the patient felt like the heart was being "squeezed." Follow up determined that the patient symptoms could possibly be related to the left ventricular (lv) lead having variable capture thresholds. No changes have been made at this time and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.